Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing low blood glucose levels for three days leading up to the call. Blood glucose level at the time of the incident was 42 mg/dl. Blood glucose level earlier in the day of the call was 48 mg/dl, which was treated with food. Blood glucose level at the time of the call was 286 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.